Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6. Visual examination of the provided pictures identified the explanted glenosphere and baseplate. No further evaluation is possible from the photograph provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the glenosphere component is displaced from the glenoid base plate and remains aligned with the humeral tray and humerus, the latter both of which are displaced superiorly with respect to the glenoid base plate. Remaining hardware appears intact without periprosthetic abnormalities. Overall fit of the hardware is otherwise normal. No signs of loosening, wear, radiolucency, or contributing factors that would lead to disassociation/dislocation 4 weeks postop. Bone quality is normal and no bone fracture detected. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02658. FDA product code - phx. Concomitant products: item# 115310; lot# 220420. Item# 110031405; lot# 64861497. Item# 110031424; lot# 64862415. Item# 113632; lot# 65010218. Item# 115396; lot# 105070. Item# 180550; lot# 216920. Report source: foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately three (3) months ago. Subsequently, the patient's shoulder dislocated and disassociated while trying to start a lawn mower. Patient reported hearing a noise and had the inability to move their arm. Patient was revised approximately one (1) month post-implantation. Upon opening the patient, it was discovered that the poly liner had dissociated from the humeral tray. Attempts have been made and no further information has been provided.